Event description:
It was reported that pump display only partially lit up, and customer experienced high blood glucose with specific value unknown but shown as ¿high.¿ customer gave correction insulin by injection and used multiple daily injections as backup therapy, while technical support arranged replacement pump shipment.